Event description:
It was reported that the patient had a loss of therapeutic effect and had no stimulation sensation. The patient was trying to find a physician to remove his device as he did not use it and it had not worked. The device had stopped 12 months ago, and he last used it 2 years ago. The patient stated he was at the advanced stage of a nerve disorder and just wanted it out; he had the disorder prior to placement. The patient stated that the device made things worse and had caused the nerves to be worse. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6 )2009, product type: lead. (B)(4).